Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: 6mm hand reamer from the synream set broke during surgery-handle snapped off at junction to shaft. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.